Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's school nurse attempted to change out the cartridge and received an inaccurate fill estimate. The customer's blood glucose (bg) level was 261 mg/dl at the time of the reported event. The customer delivered a bolus with the pump to address bg level. During troubleshooting the customer reported that prior to contacting tandem technical services, the change cartridge step was inadvertently missed. The customer was able to successfully reload a cartridge and issue was resolved.